Event description:
It was reported that a merlin.net transmission revealed noise on the rv channel. The physician elected to revise the system and the rv lead was capped. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.